Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested for up to 72 hours. The product has been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Blood glucose level was higher than expected (189 mg/dl). During troubleshooting with tandem technical support, customer indicated that after using a cartridge for three days, customer removes the insulin from inside the cartridge and injects back into the vial of insulin. System check performed with the customer confirmed that the occlusion was at the infusion set tubing level. Customer stated that insulin would no longer be injected back into the insulin vial.